Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a light sensitive drug set leaked at the yellow transparent connection. This occurred during preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured in august 2021. The actual device was received for evaluation. A visual inspection was performed and a leak between the tube bushing component and the yellow tube component was observed. The reported condition was verified. The cause of the condition was determined to be lack of solvent application during assembly of the set. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.